Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) exhibited undersensing. Technical services (ts) reviewed the reports and noted that anti-tachycardia pacing (atp) was delivered that may have accelerated the patient's rate from ventricular tachycardia (vt) to ventricular fibrillation (vf). It was noted that there was some undersensing but it mostly did not affect therapy. A shock converted the rhythm. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) exhibited undersensing. Technical services (ts) reviewed the reports and noted that anti-tachycardia pacing (atp) was delivered that may have accelerated the patient's rate from ventricular tachycardia (vt) to ventricular fibrillation (vf). It was noted that there was some undersensing but it mostly did not affect therapy. A shock converted the rhythm. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates technical services (ts) provided reprogramming options. The device remains in use. No additional adverse patient effects were reported.